Manufacturer narrative:
Argon medical has made three good faith efforts in requesting the return of the device for evaluation. As of the date of this report, the device has not been returned. Without such evidence, the complaint cannot be confirmed. If additional information is received, a follow-up report will be provided. H3 other text : placeholder.

Manufacturer narrative:
The complainant did not indicate if the sample device is available for evaluation. A follow-up report will be provided by 4/3/2020 in anticipation of receiving a response to the requests for the return of the device.

Event description:
Please ship no charge replacement product to the following address: (B)(6). *linear crack in hub after PICC line indwelling in patient greater than 24 hour. PICC line was repaired by nurse for continued use. *per mark besinger-value analysis --- risk management will notify him if the product may or may not be returned to argon quality. If product is released by risk management, a document will need to be signed prior to release by argon.